Manufacturer narrative:
Product event summary: the actual lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial pacing capture threshold was elevated. The analyst noted that there were increased thresholds noted on the atrial lead. The sensitivity trend had no data measurements as this diagnostic was reset on (B)(6) 2013.

Event description:
It was reported that the right atrial (ra) lead had small p-waves with bipolar and no sensing in unipolar and the thresholds had risen to 4 volts at 1 millisecond bipolar. Also, the device had no data in the sensing assurance diagnostics for either the atrium or ventricle. It was noted that the patient had a catheter in the heart. The ra lead and device are still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: addrs1 implantable pulse generator 2013 (B)(6). (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.